Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was successfully implanted in a patient. On (B)(6) 2022, the patient returned due to an unknown reason and a permanent pacemaker was required to be implanted. No patient consequences were reported.

Manufacturer narrative:
An event of atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information from field the valve was implanted at 7 mm depth. Please note that per the instructions for use, "prior to release, position the fluoro source to ensure the struts at the ventricular end of the nitinol stent are aligned and confirm the depth of the implant is approximately 3mm."h6 medical device problem code: code 2993 removed and code 2616 added.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was successfully implanted in a patient. On (B)(6) 2022, the patient returned due to an unknown reason and a permanent pacemaker was required to be implanted. No patient consequences were reported. Subsequent to the previously filed reported additional information was received that the 25mm navitor valve had been implanted at a depth of 7mm using a small flexnav delivery system. Reportedly, the navitor valve was implanted at a depth of 7mm because of the patient's horizontal aorta and to avoid upward migration of the valve and interference with the coronary artery. It was also noted that the patient had a normal sinus rhythm prior to implant. The patient had remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in the implant procedure reported. On 07 july 2022, the patient was noted to be experiencing an atrioventricular block. On 08 july 2022, the decision was made to implant a permanent pacemaker to treat the atrioventricular block. There was no calcification extending beneath aortic annular plane in the interventricular septum noted. The patient was stable and discharged at the time of report.